Event description:
It was reported that allegedly the user facility had classified a pressure injury on the patients upper thigh due to equipment in association with the altrix thigh wrap. Further information has not been provided.

Manufacturer narrative:
The user facility could not confirm which size of wrap was being used at the time of the event. Further information was not provided. Device not returned.

Event description:
It was reported that allegedly the user facility had classified a pressure injury on the patient's upper thigh due to equipment in association with the altrix thigh wrap.